Event description:
It was reported that this right ventricular (rv) lead was explanted due high pacing threshold. Additionally, during laser lead extraction, the subclavian vein was dissected. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The cause not established conclusion code was selected based on the observation of a failure mode (outer coil severed end fracture has inconclusive evidence). However, probable cause could not be determined per ahal report.

Event description:
It was reported that this right ventricular (rv) lead was explanted due high pacing threshold. Additionally, during laser lead extraction, the subclavian vein was dissected. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.